Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available the device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported the high flow insufflator had a fault on the 7 segment led display. The issue was found during service / maintenance (not in a clinical setting).